Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the harmonic ace instrument was being used for dissection and the root of the blade broke. The blade fell inside the patient and was retrieved during the same procedure. No additional surgical procedure were required to remove the blade/fragment. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining blade/fragments. The procedure was completed robotically with a backup harmonic ace instrument. There was no reported injury to the patient and the patient has not returned to the hospital due to any post-surgical complications related to retaining a blade/fragment object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have blade damage at the base of the blade. The blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.